Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella rp support. While on support, elevated pulmonary artery pressure (paps) was observed during a sedation vacation. Automated impella controller (aic) showed motor current spike with simultaneous paps rise and decrease in flows. Family decided to withdraw care and patient eventually expired.

Manufacturer narrative:
The investigation into low pump flow has been completed. The product was not returned. About 5 hours into the case there are motor current spikes with a correlating spike in placement signal. The cvp goes negative signaling the pump is in suction conditions. The flow decreases during this time. Throughout the case there are more instances of suction and changes in flows. The root cause of the low pump flow is most likely due to biomaterial. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-22000. B1 should have been both adverse event and product problem. G1 reporting contact email. G1 reporting contact fax number missing.